Event description:
A vaxcel pasv port was placed for therapeutic purpose. On a separate occasion, the catheter was fractured from the port and migrated to the right ventricle. The fragments were later removed.